Event description:
It was reported that (1) device was used during a gi hernia procedure. It was reported by the affiliate that the ems device was defective. No further information is available for this complaint. The surgeon opened another ems to complete the case.